Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was monitored for several days and no blank display anomaly, audio/beep anomaly or constant tone anomaly noted. No unexpected off no power alarm noted. No damage found on lcd isolation tape noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected connector on lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corners, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was losing power during the night. Customer also reported that the device was currently alarming, had a blank display, and the keypad was not responding properly. Blood glucose level at the time of the incident was 125 mg/dl. The customer also stated that the device was cracked at the reservoir compartment. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.